Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an out-of-range (oor) right ventricular pacing impedance measurements at implant. Troubleshooting identified a connection issue which was resolved by reinserting the right ventricular (rv) lead and resulted in normal pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.